Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to moisture damage internal battery connector and electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, unexpected battery power loss alarms due to the failed batt test alarm.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm and failed battery alarm. Battery did not last more than 1 week. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.